Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. The device disposition is unknown.

Event description:
It was reported that there was a failure with the t2 femur screw 5,5mm. The screw didn't rotate in the nail.

Event description:
It was reported that there was a failure with the t2 femur screw 5,5mm. The screw didn't rotate in the nail.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned, and no additional information was available. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Please note the corrections made to the h6 device code and the manufacturer entity: the reported event was not confirmed, since the device was not returned, and no additional information was available. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that there was a failure with the t2 femur screw 5,5mm. The screw didn't rotate in the nail.